Manufacturer narrative:
The customer has communicated the complaint sample will be returned to greatbatch for investigation. Once the investigation has been completed a supplemental medwatch 3500a form will be submitted.

Event description:
It was reported the offset reamer handle broke during a case. The customer reported the outcome of the procedure and patient were not affected and there were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The device assembly was returned incomplete (without the sleeve component) to greatbatch for evaluation and the reported event was not confirmed as there was no breakage observed on any component associated with the returned assembly. In addition, the device assembly was returned interchanged as the components were from different lots. Operating the offset reamer handle with mixed components is not the intended use of the device as stated in the greatbatch instructions for use. The drive chain assembly, where the observed failure resided had seized. The returned assembly of the offset reamer handle showed signs of wear in the form of scratches, nicks and gouges. A manufacturing review was performed and zero (0) discrepancies were found. In summary, the reported event is not confirmed as there was no breakage observed. However, the drive chain assembly was observed to be seized at the distal cardan joint. A corrective action has already been initiated and determined there was a design deficiency and lack of verification during inspection. Actions are being implemented to address the seizure. No further investigation is required.